Event description:
A peritoneal dialysis (pd) patient reported the cycler prompted with notice draining and filling slowly messages during fill and drain stages and m38 treatment data error alarms that occurred during an unknown phase and cycle of treatment. Fluid was discovered during tx complete - step 9 remove cassette of treatment. Fluid was discovered on the external of the cassette. Fluid leaked from an unknown source but felt it wet on the bottom of the cassette. Fluid was not discovered in the pump module area. The patient was advised regarding the notice draining and filling slowly messages, and m38 cycler alarms. The patient was advised to call for live troubleshooting. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported the cycler prompted with notice draining and filling slowly messages during fill and drain stages and m38 treatment data error alarms that occurred during an unknown phase and cycle of treatment. Fluid was discovered during tx complete - step 9 remove cassette of treatment. Fluid was discovered on the external of the cassette. Fluid leaked from an unknown source but felt it wet on the bottom of the cassette. Fluid was not discovered in the pump module area. The patient was advised regarding the notice draining and filling slowly messages, and m38 cycler alarms. The patient was advised to call for live troubleshooting. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.